Event description:
During the transfemoral tavr procedure, a 23mm sapien xt valve was deployed in normal fashion. Post deployment, paravalvular leak (pvl) and depression of the st segment were noted. Angiogram confirmed the lima graft was open. Spasm was noted in the svg to diagonal and continued to the native coronary artery. Medication was administered and a reduction in the spasm was noted. At this point, echocardiogram indicated a lateral effusion that grew exponentially over a 15 minute period, compressing the right ventricle. Some compression of the left atrium was also noted. Review of the echocardiogram also indicated a period of moderate mitral regurgitation post xt valve deployment. The mitral regurgitation resolved on its own after 10 minutes. The system was removed and the decision was made to place a drain for the effusion. During placement, the area of bleeding could not be determined, and the decision was made to open the patient¿s chest. A hole in the svg was found and patched/glued. A perforation in the right ventricle, caused by the pacing wire, was also found and repaired. During this period, the patient was placed on bypass. Following the svg and right ventricle repair, the patient continued to spiral down. An aortic root rupture was suspected; however, the origin could not be specifically identified. Due to previous cardiac surgeries and the frail cardiac tissue, the rupture could not be repaired. The patient expired during the procedure. It was perceived that the patient¿s previous cardiac surgeries and frail cardiac tissue likely contributed to this event. The patient¿s annuls measured 21mm by 3d echocardiogram. No annular calcification, sever native leaflet calcification and mild aortic root calcification was noted.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien xt valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the aortic rupture was not confirmed. There was no obvious bleeding site found. Patient factors (severe native leaflet calcification, frail tissue) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.